Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
Biosense webster received copy of medwatch report # medwatch- mw5036529 on 7/22/2014 which was stated the patient was admitted for premature ventricular contraction (pvc) ablation. The patient had worsening fatigue and dyspnea on exertion (doe). His ejection fraction (ef) had dropped to 40%. He was found to have a greater than 30% pvc burden on holter and were unifocal from the right ventricular outflow tract - (rvot). The patient had ablation done under conscious sedation on (B)(6). Ablation start time was 2:04 pm. Case uneventful until 2:33 pm when a change in patient status was noted by a change in vital signs. (Biosense webster celsius thermo-cool electrophysiology catheter was advanced at 2:25 pm) echo confirmed large pericardial effusion. Attempts at draining the effusion were not successful as it was clotted off. The patient was intubated and acls protocol instituted immediately and surgical assistance was obtained. Cardiovascular surgeons were able to do open sternotomy and evacuation of clot and bleed from pericardial space and resuscitate patient (diagnosis -right ventricular outflow track perforation). Patient was in the ICU and required to go to the operating room again for removal of sponges and closing of sternum on (B)(6). The patient required multiple pressors initially which were being weaned. Critical care and cardiology physicians were consulted for hypothermia protocol. The patient was "warmed" on (B)(6) and had subsequent CT of his head and then neurology consult which showed severe irreversible anoxic brain injury and further care was deemed to be unlikely to improve outcome. The patient passed away on (B)(6), at 23:06 with family at bedside. Upon following up with the customer, bwi received additional information which was stated, physician¿s opinion regarding the causality of adverse was procedure-related.